Manufacturer narrative:
Mml#: (B)(4).

Event description:
The patient underwent a procedure approximately 1 month after the initial implant to re-create the strain relief loop. The doctor reportedly said the strain relief loop was completely gone. There were no images to support the allegation. The procedure went well without complications. There was no report of patient harm or injury. No alleged device malfunction. Following the strain relief loop revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Event description:
The patient underwent a procedure approximately 1 month after the initial implant to re-create the strain relief loop. The doctor reportedly said the strain relief loop was completely gone for unknown reason. The procedure went well without complications. There was no report of patient harm or injury. No alleged device malfunction. Following the strain relief loop revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml # (B)(4). It was reported that the patient is physically active (gymnastics and stretching exercises) and had a concern (not specified), prompting the implanting physician to order an x-ray. Reportedly, the patient has a spinal cord stimulator (scs) device implanted before the reactiv8 system implant. The pre-revision imaging confirmed no strain relief loop. The cause of the strain relief loop issue is unknown. The device history record was reviewed. No nonconformances were found. Updated b5- event description.